Event description:
Spacelabs received command module model 91496 for service repair, with the customer complaint that ECG did not show on the display during patient use. The customer removed the product from service on (B)(6) 2015. No injury was reported.

Manufacturer narrative:
The product was received at spacelabs' equipment service center for repair. Connectors (B)(4) and (B)(4) were faulty and were replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of an ECG trace was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation, and will monitor this issue in that fashion.